Event description:
The diagnostic ep catheter broke at the hub when it was removed from the carousel. The was a reprocessed catheter. It was removed and a new catheter was used. Product: reprocessed - st jude daig, 6fr x 120cm supreme ep cath, quad, 5mm spacing, crd-2 curve, fixed connector. Manufacturer response for ep catheter, reprocessed - st jude daig, 6fr x 120cm supreme ep cath, quad, 5mm spacing, crd- (per site reporter).